Event description:
Caller reported an error with the continuous glucose monitor, specified as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive guidance for a pump reset, which the caller executed successfully, resolving the issue, and allowing the sensor session to begin without further errors.